Event description:
Primary surgery (ross procedure) was done 2005 at [hospital] in florida. The op notes don¿t state the sid# of the homograft. Operative notes were not authorized to be released. No additional information forthcoming.

Manufacturer narrative:
Manufacturing records could not be reviewed due to a serial number not being provided and the exact surgery date being unknown. The available information was reviewed. The additional information obtained by the representative indicates that the explanted valve was also an sgpv and was explanted due to high gradients due to calcification. The sn of the explanted sgpv is not available but it was apparently implanted in 2005 as a primary ross procedure. Given the current age of the patient, he would have received this homograft 15 years ago when he was approximately 15 years-old. Cryopreserved homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Explant of a pulmonary homograft used to reconstruct the rvot in a ross procedure due to calcification related stenosis after approximately 15 years in a patient who was 15-years-old at the time of implant is not unexpected and is consistent with published reports from the literature. Calcification and conduit stenosis have been reported with the use of cardiac allografts and are included in the cryovalve sg instructions for use. The root cause of the reported event is most likely conduit stenosis of the of the homograft resulting from the reported calcification. The implant duration per the implant summary cards associate with this file was approximately 15 years. Additionally, the explanted tissue was not returned to cryolife, and therefore could not be examined. The root cause of the reported explant is most likely conduit stenosis due to calcification and adequate precautions are provided in the instructions for use. The sg cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed. The sg cryopreserved human tissue pfmea was reviewed. The instructions for use were reviewed and are found to be adequate. The IFU informs the user on the potential adverse events associated with the use of sg cryopreserved cardiac grafts, including calcification. The root cause for this event is most likely conduit stenosis of the of the homograft resulting from the reported calcification. There is no indication that an error or deficiency occurred at cryolife and all risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
An implant summary card was received via email on 10-dec-2020 for sgpv00, sn (B)(4) stating a previously implanted cryolife tissue was explanted during procedure. Cryolife representative, bg, relayed the following information: 1. Yes, the sgpv was explanted. 2. The staff is trying to find the sn of the explanted graft in the op-notes. 3. The tissue was explanted because of high gradients due to calcification. 4. The patient was discharged with no remarkable events. 5. They are checking to see if they can release notes. 6. The explanted tissue will not be returned.